Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor is giving a dampened waveform reading. Pressure data should not be used at this time and it is recommended the site consider clinically correlating and/or investigating potential reduced blood flow to the sensor.

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined, however based on information received, the patient has atherosclerosis and endothelielization which could result in dampened waveforms.